Manufacturer narrative:
The filler was injected into the patient and is not available for return. This is a known potential adverse event addressed in the product labeling. As with all transcutaneous procedures, soft tissue filler implantation carries a risk of infection. This is typically caused by various bacteria entering through a disrupted skin barrier. Additionally, poor aseptic technique, inadequate post-care, or intraoral injections often contribute to this issue. Treatment with antibiotics usually resolves symptoms fully without lasting effects. The product was used off-label in the lip region and the patient had previous lip filler injected six months prior to the reported event, we cannot rule out that this may have contributed to the reported event. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. Multiple attempts were made to retrieve additional information for this event, however they were unsuccessful. (B)(4) and (B)(4). Follow up 1, (B)(6) 2026. G1 contact name and email updated. G6: report type follow-up. H2: additional information . H6e: added codes 2686, 4540. H6c: replaced with these codes following completion of investigation: 4248, 213. H6d: replaced with this code following completion of investigation 22. H11 narrative: added results of production record review, added attempts to retrieve additional information were made, added patient had a different lip filler injected six (6) months prior to procedure.

Event description:
On (B)(6) 2025, the healthcare provider (hcp) injected 1ml of evolysse form into a patient's lips. On (B)(6) 2026, the patient noticed some filler oozing from her bottom lip, though she denied manipulating the area herself. The hcp recommended she apply ice to the site intermittently. As of (B)(6) 2026, the patient was out of the country and unable to attend an office visit. On (B)(6) 2026, the hcp contacted the patient again to arrange a follow-up. The patient reported that prior to leaving the country, the filler had oozed from her bottom lip, causing a burning sensation and swelling. While abroad, she was prescribed a five-day course of antibiotics due to concerns about a localized infection. Currently, the patient has a hardened lump on one side of her bottom lip. The reporting hcp has not yet evaluated the patient in person.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The batch release form was reviewed and the device met all specifications prior to release. This is a known potential adverse event addressed in the product labeling. As with all transcutaneous procedures, soft tissue filler implantation carries a risk of infection. This is typically caused by various bacteria entering through a disrupted skin barrier. Additionally, poor aseptic technique, inadequate post-care, or intraoral injections often contribute to this issue. Treatment with antibiotics usually resolves symptoms fully without lasting effects. The product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. The investigation is ongoing; upon completion a follow-up report will be submitted with the conclusions of the investigation. Eus: (B)(4).

Event description:
On (B)(6) 2025, the healthcare provider (hcp) injected 1ml of evolysse form into a patient's lips. On (B)(6) 2026, the patient noticed some filler oozing from her bottom lip, though she denied manipulating the area herself. The hcp recommended she apply ice to the site intermittently. As of on (B)(6) 2026, the patient was out of the country and unable to attend an office visit. On (B)(6) 2026, the hcp contacted the patient again to arrange a follow-up. The patient reported that prior to leaving the country, the filler had oozed from her bottom lip, causing a burning sensation and swelling. While abroad, she was prescribed a five-day course of antibiotics due to concerns about a localized infection. Currently, the patient has a hardened lump on one side of her bottom lip. The reporting hcp has not yet evaluated the patient in person.